Event description:
Report received from (B)(6) states the following: during a posterior cervical fusion, a measuring needle of a depth gauge broke from the scale body. There were no fragments to retrieve, no delay to the procedure, and no harm to patient outcome. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: per the technique guide, the depth gauge is part of the occipital cervical fusion and synapse system and it is used to confirm the hold depth and to select the corresponding screw length. The returned device (lot 3418984) was manufactured on april, 2010 and is approximately 4 years old. The depth gauge was received assembled with only the needle (part number 03.161.028.03) not attached. The laser weld between the needle and the slider is broke, causing the needle to disassemble from the slider. A review of design drawing was performed. This complaint is likely to have occurred during reprocessing/handling of the device, but it cannot be determined with certainty that this was the cause. More specifically, if the product was not protected by the protection sleeve during sterilization, it is possible that during the cleaning process, the weld between the slider and needle weakened. So when the product was utilized in surgery, breakage would be more likely. Overall, the root cause for complaint is indeterminate from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.